Event description:
A patient was admitted for emergency angioplasty after receiving streptokinase to treat thrombi in the coronary artery. Oral plavix and IV heparin were administered. The femoral puncture site was sealed with a 6f angio-seal device. Six hours post-procedure, a large hematoma developed over the puncture site and the heparin infusion was immediately discontinued. A femostop was applied for 48 hours, but hemostasis was not achieved. The pt received a transfusion of four units of blood. An umbrella device was inserted into the aorta to filter any thrombi fragments which may embolize. The pt remained hospitalized at the time of the report.a repeat angiogram is planned when the pt has stabilized. The physician stated that the angio-seal device was not the cause of the incident. No further information was available at the time of this report.